Manufacturer narrative:
A plate and screws from the acu-loc 2 wrist plating system were returned, including: two co-t2318-s 2.3mm x 8mm locking cortical screws (batch 592328) one col-3160 3.5mm x 16.0mm locking cortical screw (batch 544362) three co-t2320-s 2.3mm x 20mm locking cortical screws (batches 588672, 600591, & 591273) one co-tt2316-s 2.3 x 16mm locking cortical screw (batch 612014) one co-t2314-s 2.3 x 14mm locking cortical screw (batch 588724) one co-3140-s 3.5 x 14.0mm cortical screw (batch 589061) one 70-0357 acu-loc 2 vdr plt std r (batch 597503) one of the screws (co-t2320-s, batch 591273) was returned broken and examined under magnification. The screw base and tip fragment were both returned. The fracture region of the screw head is primarily flat, with a minor transition from being perpendicular to the screw axis, to mildly oblique to the axis. The fracture surface along the side of the screw tip presents as matte, with mild light reflection. The fracture region along the shaft of the screw presents major coating stripping. The length measurement of coating that was stripped was taken via caliper gage. The fracture region on the shaft end is primarily perpendicular to the screw axis, with minor protruding jagged edges. The fracture surface on the shaft end presents with a greater amount of light reflection than that of the screw head. The plate locking screw holes were also inspected under magnification. On the side of the batch number, the distal locking screw hole, second from the left shows mild breakage along the threading. Measurements of the screw tip and shaft were taken via caliper gage. No definitive conclusion can be made.

Event description:
It was reported that during the removal surgery, one of the screws broke. The surgeon was able to remove the broken screw.